Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during set up for a knee ligamentoplasty, the fast-fix flex's original pouch was already opened, as the packaging was not correctly sealed. There was a smith and nephew back-up device available, and no delay was reported. There was no patient involvement.

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned with original tray packaging with the batch number of the complaint on the label. The outer box was not returned. The tray lid has been partially opened. The tray has frosted outline from the heat seal and the lid stock has tray outline showing there was no breach in the seal at the time of manufacture. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the packaging process summary found the operator should visually confirm proper seal of the pouch. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include improper handling during storage or transportation. Based on this investigation, the need for corrective action is not indicated.